Event description:
Complainant alleged that during biomed testing, the device displayed "defib fault 72", "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation, and this complaint is still under investigation.